Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior. Blood glucose level did not exceed 500 mg/dl, remaining within a safe range. Customer was provided with pump reset information and assisted with the reset, successfully addressing the malfunction as it did not recur. Customer was advised to continue using the pump and to report back if the issue returns.